Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - battery. Battery / (B)(4) /model #: 1650 / expiration date: 2016-10-31. UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2016-10-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the manufacturer that while reviewing log file data for a prior event, the data revealed power switching. The battery remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Upon second review this event was erroneously reported. Please disregard initial regulatory report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.